Event description:
The circulator and scrub tech were checking to see if this piece of equipment worked and after the circulator attached the cord to the foot pedal, she pressed the foot pedal and the drill made a high pitched sound. The circulator and scrub tech attempted to reposition the tubing and pressed the foot pedal again and the drill made the same sound and then a puff of smoke was noted to come out of the end of the drill and the handle was hot to touch. It was immediately removed from service. Manufacturer response for drill, midas rex (per site reporter). Per rep "the motor was bad".